Event description:
It was reported that the target lesion was mildly tortuous and moderately calcified, with a 99% stenosis. Several attempts were made to direct stent the lesion with the vision stent; however, the stent would not cross the lesion. The decision was made to exchange for another device; however, during removal of the stent delivery system (sds), the vision became stuck in the tip of the guiding catheter, and the stent dislodged. The stent was retreived with a snare. It was also noted that the attempts to remove the sds required the use of some force, causing the guide wire to also separate inside the pt; however, the separated guide wire also successfully removed. No additional info available.